Event description:
During a laparoscopic cholecystectomy the er320 clips overlapped when dispensed. This happened with two devices. The third er320 was used to complete the case. There was no consequence to the pt. 12/19/96 1320 message and 800# left for md call back. 12/20/96 nncl sent.